Manufacturer narrative:
Additional information: h3 - device evaluation: lens was returned in micro-centrifuge vial with moisture. Visual inspection found no visible damage to lens. Claim# (B)(4).

Manufacturer narrative:
B5: the reporter indicated that the surgeon implanted a 12.1mm vticmo12.1 -16.00/1.5/087 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2020. H3: dimensional inspection found lens to be within specifications. Claim#: (B)(4).

Manufacturer narrative:
PMA/510k: this product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo13.2, -16.00/1.5/087 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2020. The lens was explanted due to low vault on (B)(6) 2021. This resolved the problem. Cause of the event is reported as unknown. Reportedly, "lens arch was too high and too low. Patient worried about the arch height is unwilling to replace with a new lens." Lens removed at patients request.